Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this cardiac resynchronization therapy defibrillator (crt-d) displayed loss of capture, increased threshold measurements, and high pacing impedance measurements greater than 2000 ohms. At this time, the physician decided to continue monitoring. No adverse patient effects were reported.